Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. Heartmate ii lvas, serial number (B)(6), was not explanted and will not be returned for evaluation. The heartmate ii lvas IFU is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome the patient expired due to cardiac arrest . Per the vad coordinator, all available information was provided. No additional information is available. The device was not explanted. The device will not be returned for evaluation.